Event description:
It was reported that patient underwent hip procedure on (B) (6), 2010. Patient experienced dislocation of the modular head and bi-polar shell in early (B) (6) with revision surgery being performed on (B) (6), 2010. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history records found no deviations or abnormalities that would result in the reported issue. Review of complaint database found no similar issues received with this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items were discarded by the hospital. (B) (4).